Manufacturer narrative:
(B)(4). Attempts were made to get additional information regarding the condition of the patient; however, the attempts were unsuccessful. It was reported from the sales rep that the user was able to inflate the balloon and complete the procedure. Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "a 7.0 reinforced in room 12, uneventful intubation, 3 cc pressurized the pilot tightly, then gradually released as the air went into the tracheal cuff, eventually filled with about 6-7 cc air but it took tens of seconds. It is believed that there was a constriction in the tubing between the pilot balloon and the cuff. The condition of the patient has been requested but is unknown at this time.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "a 7.0 reinforced in room 12, uneventful intubation, 3 cc pressurized the pilot tightly, then gradually released as the air went into the tracheal cuff, eventually filled with about 6-7 cc air but it took tens of seconds. It is believed that there was a constriction in the tubing between the pilot balloon and the cuff. The condition of the patient has been requested but is unknown at this time.